Manufacturer narrative:
Quality safety evaluation received on 11-may-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-may-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 512 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically-confirmed, spontaneous case report was received via regulatory authority and refers to a female patient who had generalized abdominal pain which radiates to the lumbar area and abundant menstruations after essure (fallopian tube occlusion insert) insertion. A echography was performed and revealed a simple cyst in the right ovary and intramural fibroid of 1 cm. Ovarian cyst and uterine fibroid are unlisted in essure's reference safety information, while the other events are listed. In this particular case, the patient had menstrual changes and abdominal pain years after essure insertion and an ultrasound showed an ovarian cyst and uterine fibroid. These conditions (cyst and fibroids) were considered as unrelated to essure, based on their pathophysiology and considering device safety profile and they could be alternative explanations for patient's pain and menstrual changes. Other events were also reported. Although no death or serious injury was mentioned in this case; it was regarded as an incident in line with health authority's assessment. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a physician via regulatory authority ((B)(4)) in (B)(6) on (B)(6)-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2011. The patient started with punctures on pelvic area, intense dysmenorrhea (symptoms which, she did not have before). Since one year and a half, she also experienced back pain every day and she takes analgesics for it; since one year ago she has an important hair loss, abdominal swelling continuously (since 6 months ago) and deep dyspareunia (since 5 or 6 months ago). She also experienced abundant menstruations; she has used several treatments without results (p -nor, cerazet, progevera, amchafibrin). Her headaches have increased but she did not know if essure could be the cause. She went to emergency services due to generalized abdominal pain which radiates to the lumbar area, the diagnosis after the echography was simple cyst in the right ovary and an intramural fibroid of 1 cm. Laboratory with normal results and negative pcr. The physician stated the patient is convinced that at least 80% of the symptoms were caused by essure and she wants essure removal. Company causality comment: this medically-confirmed, spontaneous case report was received via regulatory authority and refers to a female patient who had generalized abdominal pain which radiates to the lumbar area and abundant menstruations after essure (fallopian tube occlusion insert) insertion. A echography was performed and revealed a simple cyst in the right ovary and intramural fibroid of 1 cm. Ovarian cyst and uterine fibroid are unlisted in essure's reference safety information, while the other events are listed. In this particular case, the patient had menstrual changes and abdominal pain years after essure insertion and an ultrasound showed an ovarian cyst and uterine fibroid. These conditions (cyst and fibroids) were considered as unrelated to essure, based on their pathophysiology and considering device safety profile and they could be alternative explanations for patient's pain and menstrual changes. Other events were also reported. Although no death or serious injury was mentioned in this case; it was regarded as an incident in line with health authority's assessment. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.